Event description:
Per email: inbound. Patient reported two cassettes have caused no disposable alarms at night and had to be discarded. Stated lot number 4196396.stated she did not know how long the pumps had alarmed, and felt like the head was spinning, nauseated, and the head was pounding at time of the pump alarms. Cadd cassette 100 ml with flow stop. No injury. No further details provided.

Manufacturer narrative:
, Corrected data: h6: correction: event problem patient code: 4582-no clinical signs, symptoms or conditions c106106